Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a beeping sound on their insulin pump. The patient's blood glucose level was unknown. The customer stated the message on their pump says that the reservoir is empty. The caller stated that a medtronic representative was supposed to call her to show her how to use the pump but had not received that call yet. The customer was transferred to the help line for further assistance. It is unclear why the patient was hospitalized. No further information was provided.